Event description:
The device was used during an esophogectomy procedure. Reportedly, the instrument would not close completely. The hosp has not provided any add'l info.

Manufacturer narrative:
2/9/1998 - supplemental report #1 sent to FDA. Corrected data entered in e1. Device evaluation indicated and codes entered in h3 and h6.